Event description:
It was reported that a pump has an unknown problem. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Review of the history log found several system error 105 messages and is most likely that the reported symptom of "repair as needed" is referring to. The system error 105 messages could not be reproduced during evaluation. The device meets specification for system error 105. Historically this condition is eliminated with motor replacement. The motor assembly was to be replaced.